Event description:
It was reported during a laparoscopic gastrectomy while using the 512h optiview trocar the seal on top of the trocar was torn and leaking. A new ussc trocar was opened to complete the case. There was no consequence to the pt.